Manufacturer narrative:
Device and implantation details unavailable at the time of this report. This report is filed on july 13, 2017.

Event description:
Per the clinic, the patient experienced abscess at the implant incision site post surgery and subsequently was treated with antibiotics (date and duration not reported). The implanted device remains.